Event description:
It was reported that at follow up the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.final analysis confirmed complaint of premature battery depletion. The root cause of the premature battery depletion was traced to an internal battery anomaly. No further anomalies were found.